Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("twin pregnancy (with complications)"), abortion spontaneous and subchorionic haematoma ("lost one baby from hematoma, spontaneous abortion"), postpartum haemorrhage ("excessive bleeding when baby was born"), urinary tract infection fungal ("uti - yeast") and perinatal depression ("post-partum depression") in an adult female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's past medical history included multigravida and parity 3. Concurrent conditions included depression, obesity, asthma, gerd, dizziness, ear disorder, flank pain, painful urination, mood disorder, rash, itching, endometritis, borderline personality disorder, seborrheic dermatitis, dysesthesia, onychomycosis, anxiety, cough, swelling of legs, wheezing, diarrhea, nausea, back ache, vaginal bleeding and chest discomfort. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced urinary tract infection fungal (seriousness criterion medically significant). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and headache ("headaches"). In (B)(6) 2013, the patient experienced perinatal depression (seriousness criterion medically significant). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), subchorionic haematoma (seriousness criterion medically significant), postpartum haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), back pain ("cramping in the lower back, both sides") and abdominal pain ("abdominal pain over uterus and fallopian tubes"). The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with hysterectomy (partial), bilateral salpingectomy) and essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, subchorionic haematoma, postpartum haemorrhage, headache, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, back pain, abdominal pain and urinary tract infection fungal outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, perinatal depression, postpartum haemorrhage, pregnancy with contraceptive device, subchorionic haematoma, urinary tract infection fungal, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. (B)(6) 2012: us abdominal of gravid uterus less than 14 weeks. Single fetus. There are findings consistent with intrauterine gestational sac measuring 0.9 cm in diameter being out of range for dating. No yolk sac or fetal pole identified. There is a 2.4 x 1.4 x 1.05 cm diameter cystic focus with peripheral blood flow noted in association with left ovary suggestive of a corpus luteum. There are no adenexal or retrouterine findings to suggest the presence of na ectopic pregnancy. Impression: early intrauterine pregnancy. (B)(6) 2012: comments : there is a mass adjacent to the fetal pole and the gestational sac , measuring 1 . 3 x 1.0 x 1 . 2 cm. This finding is of uncertain significance, possibly a hematoma. Impression. Single live intrauterine pregnancy·. 1.3 cm mass in the gestational sac . Differential diagnosis includes hematoma , polyp or placental mass. (B)(6) 2012: there is no significant change in the appearance of the heterogeneously hypoechoic structure within the sub chorionic space. This measures 1.4 x 1.0 cm. No definite internal flow is identified on color doppler imaging. Now identified within the adjacent myometrium, is a heterogeneously hypoechoic structure, measuring 3.3 x 4.1 cm. This is most consistent with uterine fibroid. Impression: single live intrauterine pregnancy. Stable subchorionic structure, suspicious for a hematoma. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr: new events: pregnancy with contraceptive device, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, uterine perforation, weight increased, back pain, abdominal pain, headache, urinary tract yeast infection, postpartum hemorrahge, abortion spontaneous, subchorionic hematoma, and device ineffective were added and previously reported event perforation updated to fallopian tube perforation. Reporter, patient demographic information, all concomitant diseases, product lot number added. Product start date, stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)/migration of essure device location of device: penetrated through the uterine wall"), device dislocation ("migration"), endometritis ("endometritis"), pregnancy with contraceptive device ("twin pregnancy (with complications)"), abortion spontaneous ("lost one baby from hematoma, spontaneous abortion"), subchorionic haematoma ("lost one baby from hematoma, spontaneous abortion"), postpartum haemorrhage ("excessive bleeding when baby was born"), urinary tract infection fungal ("uti - yeast") and perinatal depression ("post-partum depression") in an adult female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's past medical history included multigravida and parity 3. Concurrent conditions included depression, obesity, asthma, gerd, dizziness, ear disorder, flank pain, painful urination, mood disorder, rash, itching, endometritis, borderline personality disorder, seborrheic dermatitis, dysesthesia, onychomycosis, anxiety, cough, swelling of legs, wheezing, diarrhea, nausea, back ache, vaginal bleeding, chest discomfort, post-traumatic stress disorder, migraine, allergic reaction, personality disorder and anemia, postpartum. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/gained 30 immediately after insertion of essure"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection fungal (seriousness criterion medically significant). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and headache ("headaches"). In (B)(6) 2012, the patient experienced pruritus ("itching"). In (B)(6) 2013, the patient experienced perinatal depression (seriousness criterion medically significant). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), subchorionic haematoma (seriousness criterion medically significant), postpartum haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), back pain ("cramping in the lower back, both sides"), abdominal pain lower ("abdominal pain over uterus and fallopian tubes"), urticaria ("rashes or skin conditions type: macular, urticarial rash.") And pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, endometritis, pregnancy with contraceptive device, abortion spontaneous, subchorionic haematoma, postpartum haemorrhage, headache, fibromyalgia, dysmenorrhoea, weight increased, back pain, abdominal pain lower, urinary tract infection fungal, vaginal haemorrhage, menorrhagia, urticaria and pruritus outcome was unknown and the dyspareunia, vaginal discharge and pelvic pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fibromyalgia, headache, menorrhagia, pelvic pain, perinatal depression, postpartum haemorrhage, pregnancy with contraceptive device, pruritus, subchorionic haematoma, urinary tract infection fungal, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Ultrasound scan - on an unknown date: single living fetus, size: dates, normal anatomy . (B)(6) 2012: us abdominal of gravid uterus less than 14 weeks. Single fetus. There are findings consistent with intrauterine gestational sac measuring 0.9 cm in diameter being out of range for dating. No yolk sac or fetal pole identified. There is a 2.4 x 1.4 x 1.05 cm diameter cystic focus with peripheral blood flow noted in association with left ovary suggestive of a corpus luteum. There are no adenexal or retrouterine findings to suggest the presence of na ectopic pregnancy. Impression: early intrauterine pregnancy. (B)(6) 2012: comments : there is a mass adjacent to the fetal pole and the gestational sac , measuring 1 . 3 x 1.0 x 1 . 2 cm. This finding is of uncertain significance, possibly a hematoma impression. Single live intrauterine pregnancy·. 1.3 cm mass in the gestational sac . Differential diagnosis includes hematoma , polyp or placental mass . (B)(6) 2012: there is no significant change in the appearance of the heterogeneously hypoechoic structure within the sub chorionic space. This measures 1.4 x 1.0 cm. No definite internal flow is identified on color doppler imaging. Now identified within the adjacent myometrium, is a heterogeneously hypoechoic structure, measuring 3.3 x 4.1 cm. This is most consistent with uterine fibroid. Impression: single live intrauterine pregnancy. Stable subchorionic structure, suspicious for a hematoma..first trimester screen negative on (B)(6) 2012, ultrasound scan revealed, normal first trimester fetal anatomy nt measurement in the normal range. Size-dates best obstetrical edc= this result is preliminary from the state of california. Final result is pending the completion of the second trimester maternal serum test on (B)(6) 2011 hysterosalpingogram revealed , perforation (other) please describe: they told me that the left essure penetrated through my uterine wall and that the right one had taken. Unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pain, early intrauterine pregnancy, rash, perforation ,depression ,endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs+mr received:reporter's information were added. Events:abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: macular, urticarial rash,itching, pain ,endometritis were added. Lab data ,concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("twin pregnancy (with complications)"), abortion spontaneous ("lost one baby from hematoma, spontaneous abortion"), subchorionic haematoma ("lost one baby from hematoma, spontaneous abortion"), postpartum haemorrhage ("excessive bleeding when baby was born"), urinary tract infection fungal ("uti - yeast") and perinatal depression ("post-partum depression") in an adult female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's past medical history included multigravida and parity 3. Concurrent conditions included depression, obesity, asthma, gerd, dizziness, ear disorder, flank pain, painful urination, mood disorder, rash, itching, endometritis, borderline personality disorder, seborrheic dermatitis, dysesthesia, onychomycosis, anxiety, cough, swelling of legs, wheezing, diarrhea, nausea, back ache, vaginal bleeding and chest discomfort. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection fungal (seriousness criterion medically significant). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and headache ("headaches"). In (B)(6) 2013, the patient experienced perinatal depression (seriousness criterion medically significant). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), subchorionic haematoma (seriousness criterion medically significant), postpartum haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), back pain ("cramping in the lower back, both sides") and abdominal pain lower ("abdominal pain over uterus and fallopian tubes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy) and surgery (hysterectomy (partial),bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, subchorionic haematoma, postpartum haemorrhage, headache, fibromyalgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, back pain, abdominal pain lower and urinary tract infection fungal outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, perinatal depression, postpartum haemorrhage, pregnancy with contraceptive device, subchorionic haematoma, urinary tract infection fungal, uterine perforation, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. (B)(6) 2012: us abdominal of gravid uterus less than 14 weeks. Single fetus. There are findings consistent with intrauterine gestational sac measuring 0.9 cm in diameter being out of range for dating. No yolk sac or fetal pole identified. There is a 2.4 x 1.4 x 1.05 cm diameter cystic focus with peripheral blood flow noted in association with left ovary suggestive of a corpus luteum. There are no adenexal or retrouterine findings to suggest the presence of na ectopic pregnancy. Impression: early intrauterine pregnancy. (B)(6) 2012: comments : there is a mass adjacent to the fetal pole and the gestational sac , measuring 1 . 3 x 1.0 x 1 . 2 cm. This finding is of uncertain significance, possibly a hematoma. Impression. Single live intrauterine pregnancy·. 1.3 cm mass in the gestational sac . Differential diagnosis includes hematoma , polyp or placental mass . (B)(6) 2012: there is no significant change in the appearance of the heterogeneously hypoechoic structure within the sub chorionic space. This measures 1.4 x 1.0 cm. No definite internal flow is identified on color doppler imaging. Now identified within the adjacent myometrium, is a heterogeneously hypoechoic structure, measuring 3.3 x 4.1 cm. This is most consistent with uterine fibroid. Impression: single live intrauterine pregnancy. Stable subchorionic structure, suspicious for a hematoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain,"). The patient was treated with surgery (to remove the essure). Essure was removed in 2012. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.